Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm on (B)(6) 2025. Prior to sensor insertion the area was prepped with alcohol. According to the reporter, on (B)(6) 2025, the patient experienced a reaction that consisted of redness, inflammation, blisters, pustules, and an infection that spread to an unspecified area of 1.5 centimeters. It was unspecified whether the symptoms appeared at the needle puncture site and/or beneath the sensor patch. The reaction was treated with an unspecified prescription oral antibiotic starting on (B)(6) 2025. A follow-up call was made to the patient on (B)(6) 2025, during which it was confirmed that the patient consulted with a pediatrician about the skin reaction and was prescribed with an (unspecified dosage) of oral antibiotics. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional event or patient information is available.